Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's tip grips were bent. One grip was bent, causing side to side misalignment of the grips. There was a .058 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, however likely cause of bending remains overloading at the tip. Failure analysis concluded that the bent damage was likely due to mishandling/misuse. Failure analysis investigation also found the instrument's pitch cable was frayed. The pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damage was found.

Event description:
It was reported that during a da vinci procedure, it was noted that the tips were not aligned on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.